Manufacturer narrative:
A cypher patient called requesting information and additionally reported adverse events. A (B)(6) male patient with history of cad and high blood pressure experienced restenosis approximately five years post implantation of a cypher stent. Initially, the patient had a cypher stent placed in mid rca as treatment for dizziness and chest pain. At an unknown time five years later, the patient was hospitalized for two days after routine testing revealed "more blockage." Treatment reported was placement of a promus stent in rca. Event resolved and the patient was discharged home from the hospital. Patient has not had any problems since his last procedure in 2009. He is currently still taking aspirin and plavix. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient factors that may have contributed to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
A cypher patient called requesting information and additionally reported adverse events. On u-u-2004, the patient had a cypher stent placed in mid rca as treatment for dizziness and chest pain. The patient was hospitalized for three days prior to being discharged home. Event resolved. Beginning 2005-u-u, the patient experienced "bruising easily" and "bleeding easily." Physician was aware and treatment reported was discontinuation of aspirin 325 mg daily. Event is ongoing. Beginning 2007-u-u, the patient experienced high cholesterol. Treatment reported was lovaza 4000 mg daily and crestor 40 mg daily. Event is ongoing. Beginning 2009-u-u, patient experienced osteoarthritis in his left knee. Physician was aware and treatment reported was synvisc injection once every six months. Event is ongoing. On 2009-u-u, the patient was hospitalized for two days after routine testing revealed "more blockage." Treatment reported was placement of a promus stent in rca. Event resolved and the patient was discharged home from the hospital. No further information was available.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.